Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and bench handling without duplicating the report. An internal inspection resulted in no findings. The color cable was replaced as a precaution. The device was recertified and returned to the customer. The device log does not capture this type of display issue. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device's display would intermittently be blank, it would sometimes have white lines and display was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.